Event description:
This report summarizes one malfunction event where an es2 k-wire fractured intra-operatively. The fractured piece was removed and surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection was performed and the device was found to be fractured approximately 10 mm from the distal tip. A high degree of deformation was observed adjacent to fracture. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history was reviewed and no similar complaints for the reported lot number were identified. From the es2 surgical technique as the awl or tap advances into the pedicle, the proximal end will move relative to the markings on the k-wire. If this does not occur during insertion, the procedure should be stopped and imaging should be used to verify the position of the k-wire in relation to the awl or tap. The k-wire has 10 mm increment markings to be used for reference to determine the depth of the instruments in the pedicle. Cantilevering the awl and taps while in the pedicle may damage the k-wire. Place the screw and polyaxial screwdriver over the k-wire or y-wire and advance through dilator 3 to the opening created in the pedicle. Drive the screw into the pedicle; remove the k-wire or y-wire when the tip of the screw reaches the end of the pedicle to prevent it from advancing. Deformation observed adjacent to the fracture indicates that the k-wire was most likely bent to nearly the point of fracture during tapping and/or screw insertion. Material analysis performed on device with similar failure mode concluded that fracture was due to bending ductile overload. The most likely cause of the reported event was determined to be due to excessive force and/or cantilevering of the instrument during tapping and/or screw insertion.

Event description:
This record is a consolidation of q4 2021 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report summarizes one malfunction event where an es2 k-wire fractured intra-operatively. The fractured piece was removed and the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.